Manufacturer narrative:
Tracking #.54993/a. D5,6; h4: info not available, device not returned for analysis. 07/22/1998 the surgeon, is calling after the receipt of a no contact letter. He reports two cases to me. The first case is that of a larparoscopic cholecystectomy in which two clips were placed on the cystic duct distally and one clip proximately on the specimen. The pt returned to the hosp with a bile leak on x-ray (ercp). One clip was noted to be off and there was bile leakage through the other clip. The pt underwent placement of a stent followed by drainage of a sub hepatic collection. The pt subsequently recovered. The second case was that of placement of clips on the cystic artery in which there was pulsatile blood flow from the distal cystic artery through a single clip site. There was no consequence to this pt. We discussed the possible etidogical factors. A video tape was made on the cystic artery case but he has misplaced it at this time, but will try to recover it. He will try to obtain copies of the ercp in the hopes that we may examine the clip form. Further info or material for examination is not available.

Event description:
It was reported by the rep the er320 was used during a laparoscopic cholecystectomy. It was reported the surgeon fired two clips on the pt side of both the cystic artery and cystic ducts. The pt went home, complained of pain and was reoperated on 03/26/1998. It was found that one clip on the bile duct had slipped off and the other clip was leaking. A competitors clip applier was used to reclip the bile duct. There is no add'l info available.